Event description:
The consumer called to report finding cotton particles emerging with her menstrual flow. She stated this has occurred multiple times within the last two months.

Manufacturer narrative:
Device history record is under review. A visual inspection of six companion samples was conducted. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and adverse event trend analysis.